Event description:
Customer reported via phone, the battery alarms are not working. It won't allow resetting of basal time. Bolus history is incorrect. Customer's blood glucose was unknown. Troubleshooting was performed. Device alarmed low battery and battery indicator does not show less than two hours. Last battery change was an hour prior to calling. Customer was advised to clean the device, monitor the device, and call back if issues persisted. Customer had mentioned he was previously hospitalized and declined troubleshooting. Customer disconnected the call, the device is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.